Event description:
Information was received that during use of this smiths medical cadd infusion pump, under deliver of medication to patient was noticed. It was reported that the customer had issues with under delivery and air inline when priming sets. No reported adverse effects.